Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure, insulation damages on the right ventricular lead was noted on the proximal part in the pocket. The physician put some suture and adhesive for lead revision on (B)(6) 2020. The patient was stable. There was no oversensing seen on the lead, the tests were stable.